Event description:
It was reported that during the coil embolization, the subject coil was stretched in the microcatheter, so the physician detached the coil in the microcatheter and retrieved it with the microcatheter. No clinical consequences was reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the delivery wire was kinked due to handling. In addition, it was revealed that the main coil was stretched and the main coil suture was damaged. While, it was revealed that the main coil was not detached. Functional testing could not be performed due to the condition of the returned device. It was reported that the coil was noted to have been removed from the patient due to the uncertainty with the coil length and then re-attempted to be used; which may contribute to the coil damage. Based on information currently available, it is likely that the main coil likely to have been perceived to be detached due to the main coil stretching but the main coil was not detached when returned. Therefore, the reported main coil prematurely detached inside patient could not be confirmed and the manufacturer has determined that this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the coil embolization, the subject coil was stretched in the microcatheter, so the physician detached the coil in the microcatheter and retrieved it with the microcatheter. No clinical consequences was reported to the patient.